Event description:
Prior to insertion of the PICC, the catheter was flushed with the stylet in, and the stylet was pulled back slightly. PICC was inserted, then rn tried to pull back stylet prior to advancing catheter all the way. Stylet was difficult to remove, and as she was trying to remove stylet, it broke off from the hub.